Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 477 mg/dl. Customer stated that when they changed the reservoir and infusion set, she saw that the cannula was leaning. Customer reported that her blood glucose was down to 333 mg/dl. Customer declined to troubleshooting for high blood glucose. No other concern. The insulin pump was not returned for analysis.